Manufacturer narrative:
Conclusion: actual sample was was returned for evaluation. The device was visually evaluated and the device met the specification.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2014 and suture was used. While suturing the uterus the needle broke and fell into the patient. The surgeon could the find the needle fragment under x-ray or ultrasound. The surgeon convert to an open procedure and the needle was found and removed from the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.